Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was around 126 mg/dl. Reportedly, the customer intentionally disconnected call with tandem technical support during troubleshooting. No additional patient or event information was provided.